Manufacturer narrative:
(B)(4). Batch # m5598j. Additional information was requested and the following was obtained: on which firing did this occur? They could not fire at all, as the firing knob was stuck. For clarification, on this firing, no staples were deployed, correct? No. If staples were deployed, was the staple line complete? Firing was not completed at all. If staples were deployed, what was the shape of the staples (b-formation, irregular, legs straight)? Please clarify what is meant by, anastomosis run out. Was this a leak? No. If yes, how was the leak controlled? Did the post-operative care change based on the leak? The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bricker surgery (urinary ileostomy) procedure, anastamosis run out due to reload staples did not come out. Surgery was continued with new reload where staples formed correctly. Delay of five minutes. There were no adverse consequences for the patient reported. Patient is stable.